Event description:
Caller reported that the pump screen was not functioning as it would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.